Manufacturer narrative:
The catheters were not returned for analysis. Without return of the device we are unable to definitively determine the cause for the reported event. Citation: li xue-song, qi tie-wei, guo shao-lei, et al. "Therapeutic effect of embolization of brain arteriovenous malformation with non-adhesive liquid embolic agent." J south med univ. 2008;28(12)

Event description:
Medtronic received information that three patients presented with subarachnoid hemorrhage induced by difficult withdrawal of catheters.